Event description:
A ventilator was returned to a third-party service center for service due to a failed test step during testing. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" codes concerning the internal battery were found in the ventilator's downloaded error log. The device's power management board needs to be replaced to address the issue concerning the internal battery. Additionally, the oxygen blending module board needs to be replaced to address service required code concerning o2 sensor, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.